Event description:
It was reported that while performing the distal locking during a procedure, the hole was missed a few times.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.